Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention and paravalvular leak (pvl) are a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The device is not available for evaluation as it remains implanted in the patient. Per the report, bulky/severe calcification in the sinotubular junction (stj) likely caused the malposition of the valve and resulting pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien xt valve in the aortic position by transfemoral approach, the valve landed low in an approximately 30:70 aortic/ventricular (a/v) position and echo showed moderate to severe paravalvular leak (pvl). An additional 2ml (24ml total) of inflation volume was added to the balloon and post-dilation was performed; however, the pvl did not improve. A second valve was implanted with an additional 2ml (24ml total) of inflation volume. During deployment, the second valve landed low in an approximately 40:60 a/v position and the delivery balloon ruptured. The delivery system was surgically removed from the femoral artery. The valve was post-dilated with a 28mm nucleus balloon and moderate pvl was observed. At the time of the report the patient was stable. It was believed that heavy calcification in the sinotubular junction (stj) had effectively formed a shelf that then pushed the valves lower than anticipated during deployment. The patient¿s severe degree of calcification was considered to be the cause of the delivery system balloon burst. The patient¿s native annulus measured 22.5. The patient¿s stj had bulky/severe calcification, the native annulus had severe calcification, the native leaflets had bulky/severe calcification, and the aortic root had severe calcification.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The report represents the valve used in the case. Please reference related manufacturer report no: 2015691-2018-05522.